Event description:
It was reported that this implantable pacemaker exhibited undersensing during a non-sustained ventricular tachycardia (nsvt) episode that resulted in the termination of the ventricular tachycardia (vt) episode. Due to the limited information received, further follow-up to obtain related details was not possible.